Manufacturer narrative:
It was reported that the left armrest broke off of the chair and the end user fell, fracturing his finger. Minimal details were provided regarding the incident and the fracture has not been confirmed. How the device was being used at the time of the incident is not known. There have been no other similar issues with this device reported in the last two years. A sample has not been returned for evaluation. A root cause has not been determined. Due to the reported incident, and in an abundance of caution this medwatch is being filed.

Event description:
It was reported that the end user fell using the wheelchair and fractured a finger.